Manufacturer narrative:
D9: date returned to manufacturer; 11/1/2024. One device received for analysis. The customer reported an issue with repeat repair during inspection it was found to have a previous sr "sr 3077452" with a complaint of delivery, over infusion. Functional testing performed and failed due to upstream occlusion sensor delivering more than required. The complaint was confirmed, the upstream occlusion sensor failed to function properly. Upstream occlusion sensor was replaced.

Event description:
It was reported that the pump had an out of box failure as it had just been returned to the customer from being serviced and showed error code 41626. The issue was found during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.